Manufacturer narrative:
Date of event: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient cannot keep the battery charged and the system shuts off spontaneously. The patient underwent a revision procedure wherein the ipg was replaced with an MRI (magnetic resonance imaging) compatible one and the patient was doing well postoperatively. The explanted ipg will not be returned.